Manufacturer narrative:
A correlation between the device and the report of an elevated lactate dehydrogenase level, signs of hemolysis in urine, and pump power elevations could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged from the hospital after receiving five doses of thrombolytics and was doing well as of (B)(6) 2016 with a lactate dehydrogenase (ldh) level in the 300s range. The patient was reportedly having weekly clinic visits and their inr and ldh level was being checked twice a week.

Manufacturer narrative:
(B)(4). Approximate age of device - 16 days. (B)(4). The patient remains on going with the implanted device. Additional information has been requested but has not been provided. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient reported experiencing shortness of breath and had also noticed power elevations on the system controller. The patient¿s lactate dehydrogenase level was 700 u/l, and the plasma free hemoglobin is 4.5 g/dl. The echocardiographic ramp study was negative, but the patient had signs of hemolysis in his urine. The patient was admitted and was placed on an integrilin infusion for treatment. No additional information was provided.